Manufacturer narrative:
The reported event occurred on a cobas 8800 analyzer (serial number: (B)(6)). The investigation determined that the cobas mpx assay performed within specifications, and no unexpected reactive results could be reproduced during internal testing. Testing of the returned customer materials, including in-house controls and accurun hbv stock, did not generate any unexpected reactive results. Growth curve analysis of the initial false reactive samples indicated amplification curves consistent with low-concentration samples, ruling out algorithm issues or non-specific amplification. Additionally, no issues were identified with the cobas mpx reagent lot used during the reported event. The investigation suggested that inadvertent contamination during handling of the control replicates by the operator could not be excluded as a potential contributing factor. The device remains in operation at the customer site.

Event description:
The initial reporter alleged false reactive results while testing with the kit cobas 6800/8800 mpx 480t ce-ivd assay on the cobas 8800 instrument. The allegation involved in-house controls produced from negative plasma pools and accurun seracare material. On (B)(6) 2021, a negative control batch (batch 262) containing sample ID (B)(6) (hbv control) generated an hiv reactive result with a cycle threshold (CT) value of 39.1. On (B)(6) 2021, a negative control batch (batch 264) containing sample ID (B)(6), (hbv control) generated an hiv reactive result with a CT value of 38.3. On (B)(6) 2021, a negative control batch (batch 248) containing sample ID (B)(6), (hcv control) generated an hiv reactive result with a CT value of 39.2. Additionally, on (B)(6) 2021, the same batch (batch 248) containing sample ID (B)(6) (hiv control) generated an hbv reactive result with a CT value of 38.10. Ten replicates of each in-house control were tested in these runs, and all controls were valid. The customer confirmed that the negative plasma pool used as a diluent for accurun material was derived from plasma donors tested with both molecular and serology methods. The diluent used for the production of hbv run control lot c9140047 was tested in 30 replicates with the cobas mpx assay and produced negative results for all replicates. Additionally, 30 replicates of the same lot were tested on the procleix tigris system with the procleix hiv-1 discriminatory assay and produced non-reactive results. These 30 samples were pooled by 2 to produce 15 samples of 1 ml each, which were tested on the cobas mpx assay and also produced non-reactive results. The results were not reported to patients.